Manufacturer narrative:
Qn# (B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported ""noticed housing saline in drive line tube".additional information states the iab catheter was removed and replaced. The second iab catheter inserted into a different insertion site. The patient's current condition is reported as "fine".

Event description:
It was reported ""noticed housing saline in drive line tube".additional information states the iab catheter was removed and replaced. The second iab catheter inserted into a different insertion site. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4)